Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as the device was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the carrier tube during attempted insertion due to improper insertion technique. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & events analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that when the angio-seal carrier tube was attempted to be inserted into the insertion sheath for insertion to the puncture site, a kink was noted in the proximal part of the carrier tube. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.